Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a permanent trial procedure the patient's external extensions were cut and left partially implanted, steri strips were applied. Additional surgery may take place to complete the extension removal.